Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00089. (B)(6). The device was manufactured june 18 - 19, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. The device had been filled with 4800 mg fluorouracil in 115 ml 0.9% sodium chloride solution. The reporter stated that at the end of the expected therapy time, a small amount of solution remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.